Event description:
It was reported that a new implantable cardioverter defibrillator (ICD) was implanted and the existing atrial lead was kept. During a follow-up check noise was noted on the atrial channel which could be reproduced with shoulder movement. A lead revision procedure was scheduled to check for a lead fracture or loose header connection. No problems with the lead connection or atrial lead itself could be identified during the procedure (lead tested, ICD and lead were manipulated in the pocket, connection was checked). However, there was further atrial noise detection later that same day. They will continue to monitor the patient and the lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2013. Weekly high voltage (hv) lead trend data shows a spike increase for max defib active can on impedance equal to 254 to 62 ohms between (B)(4) 2013 and (B)(4) 2013.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5554-53 implantable pacing lead 2006 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.